Manufacturer narrative:
(B)(4). Other (lens tore in injector). (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore in the injector. There was pt contact, but no injury. Another same model lens was implanted. The reporter stated the cause of the torn lens was due to a loading error.